Event description:
On 9/21/97, pt reported error alarm in drain 1 of 4 on homechoice device. Device was returned to the mfg facility for evaluation. On 10/21/97, pt's wife was called to advise her of the device evaluation and per wife, pt had passed away 3 days after the machine was returned for evaluation.